Event description:
Patient reported "pain, hardened breast, swelling and capsular contracture grade IV" confirmed via MRI. Later contacted back reporting "presence of fluid around the right prosthesis with folding ". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.